Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/23/2012 and was last repaired on 07/27/2013 for a non-related issue. Evaluation of the device observed that all three width plates returned, displayed bubbling, peeling and discoloration of the surface material. There was chipping and nicks along the leading edge and ears of the head. The device operated within motor speed specification, the master width plate fit properly and the leading edge of the control bar was positioned properly relative to the master blade. Prior to repair, the device was within calibration specification at all tested thickness settings. Repair of the device included replacement of the head, neck, and width plates. Post repair analysis revealed bubbling of the neck as well. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused a reaction with the surface coating, resulting in the observed bubbling event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii handpiece was not working correctly. There was no patient harm; however, there was a delay in surgery for approximately 10-15 minutes. The procedure was completed with an alternate device.